Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
Patient was revised to address dislocation. The cup is reported as having a steep and overly anteverted position (mal-positioned). Doi: approx 7 years prior dor: (B)(6) 2011 (right hip). The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.